Manufacturer narrative:
Upon investigation of the actual device used in this incident,device was on critical override. A technical support specialist modified the configurations to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system device was on critical override. The customer reported that users were unable to remove medications and user was able to obtain the medication from another machine. There were no adverse events or injuries reported based on this incident.